Event description:
It was reported that the caller experienced an issue with incorrect time settings on a device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the device's time and advised them to monitor the situation for any further discrepancies, which the caller understood and acknowledged.